Manufacturer narrative:
Patient age, date of birth, gender, and weight are not available.

Event description:
It was reported that during preparation for a lead extraction procedure, a guidewire could not be inserted into the device. Reportedly, the lumen was not open on the proximal end of the balloon. Another bridge device was opened and prepared normally for the procedure. The patient was not affected.

Manufacturer narrative:
Patient age and gender have been provided. Initial reporter information was provided in medwatch report submitted by user facility. Manufacturer became aware of medwatch report submitted by user facility on 1/9/2018.